Manufacturer narrative:
Patient blood loss attributed to operator failure to complete rinseback per device labeling instructions. The cartridge was returned for evaluation. A small leak was found at a bonded segment of the tubing. The failed bond segment was most likely due to insufficient solvent application which created a weakened bond joint. All cartridges are 100% leak tested during manufacturing process. This appears to be an isolated event. There have been no similar reports for this lot of cartridges. User's guide instructs to periodically inspect the system for evidence of leaks as slow leaks may not be detected. Troubleshooting instructions state to check for a cartridge leak and terminate treatment with rinseback of patient's blood if a leak is detected. Reported event was reviewed with facility staff. This report is considered closed. Will continue to monitor as part of routine complaint process.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, it was reported that a system alarm occurred and a cartridge fluid leak was observed. The operator terminated the treatment without rinsing back the patient's blood resulting in a 210cc blood loss. No medical intervention was required.